Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. Upon entry into the leg with the cutting tool, the harvester noticed that part of the jaws on the cutting tool were torn. Further inspection determined that the grey rubber jaw coating tore as the cutting tool was advanced through the harvesting cannula. In addition the cannula was difficult to pass. An additional device was opened and the case was completed without further incident. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, e3, g4, g7, h2, h3, h6, h10. The lot # 25163016 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 05/31/2022. An investigation was conducted on 06/20/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the gray silicone insulation on the hot jaw. The gray silicone insulation on the cold jaw was observed to be peeled and split on the side of the cold jaw with no detachment observed. The heater wire was observed to be intact, with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; jaw" was confirmed.